Event description:
It was reported that a pt was implanted with a pedicle screw and rod construct for a bilateral, one-level (l4-l5) posterior fusion on (B)(6) 2011. On (B)(6) 2011, post-operative radiographs revealed that the right rod had disassociated from the l4 screw and migrated caudally. It was reported that the pt was asymptomatic. It was reported that a revision surgery was performed on (B)(6) 2011 to replace the rod that had migrated out of the right-side pedicle screws. The pt is reported to be in good condition following the second surgery with no complications noted.

Manufacturer narrative:
The two locking caps used were also returned with the rod. Model/lot number identification are (B)(4), second lot unidentified. Evaluation of the returned components determined that the locking screws were placed upside down in the screw housing. This caused inadequate locking of the rod and led to the subsequent rod movement. Labeling for the device (B)(4) provide directions for proper use and placement of the locking screws. The locking screws are marked in a manner that is consistent with the directions for use. Further, the thread designed of the locking screw makes upside down insertion very difficult.